Manufacturer narrative:
As reported, a patient with a history of left sided inguinal hernia repair with non-bd/bard mesh x2, underwent a laparoscopic hernia repair procedure with the implant of a 3dmax mesh in the right inguinal space in 2018. Post implant the patient was diagnosed with a hernia recurrence on both the left and right sides. The patient was referred to a pain center for treatment of the left inguinal pain. As reported the pain experienced by the patient appears to be associated with the left inguinal repair; however, it cannot be ruled out that the right sided hernia recurrence may be contributing. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the hernia recurrence. Hernia recurrence is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (16-jun-2025) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported by ansm in summary: in 2014 and 2015 the patient was implanted with two non-bd/bard hernia prostheses during left inguinal hernia repair. As reported the two mesh were superimposed. In 2018, during right coelioscopy type repair the patient was implanted with a 3dmax right mesh. The patient was referred to the university hospital pain center for treatment of the left sided pain where the two mesh were superimposed. Per information provided, patient had excruciating pain in left inguinal area and had recurrent hernia on both sides patient's current condition: "extremely poor quality of life. Daily suffering involving analgesics and versatis patches. Life in brackets, and getting worse. It's been 10 years since these prostheses were fitted, and I'm still struggling. Sometimes the level of pain is extreme!"

Manufacturer narrative:
As reported, a patient with a history of left sided inguinal hernia repair with non-bd/bard mesh x2, underwent a laparoscopic hernia repair procedure with the implant of a 3dmax mesh in the right inguinal space in 2018. Post implant the patient was diagnosed with a hernia recurrence on both the left and right sides. The patient was referred to a pain center for treatment of the left inguinal pain. As reported the pain experienced by the patient appears to be associated with the left inguinal repair; however, it cannot be ruled out that the right sided hernia recurrence may be contributing. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the hernia recurrence. Hernia recurrence is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (16-jun-2025) based on the date of awareness. Addendum: this is an addendum to the initial MDR submitted to document the additional information provided. The additional information provided included hospital records for the 2018 implant of the bd/bard 3dmax mesh. As noted in the medical records post-operative follow up was uneventful and the repair was uncomplicated. Based on the information provided to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s reported clinical experience. Updated fields: b4, b5, b7, d6.a, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported by ansm in summary: in 2014 and 2015 the patient was implanted with two non-bd/bard hernia prostheses during left inguinal hernia repair. As reported the two mesh were superimposed. In 2018, during right coelioscopy type repair the patient was implanted with a 3dmax right mesh. The patient was referred to the university hospital pain center for treatment of the left sided pain where the two mesh were superimposed. Per information provided, patient had excruciating pain in left inguinal area and had recurrent hernia on both sides. Patient's current condition: "extremely poor quality of life. Daily suffering involving analgesics and versatis patches. Life in brackets and getting worse. It's been 10 years since these prostheses were fitted, and I'm still struggling. Sometimes the level of pain is extreme!" Additional information per anms report: date of procedure: on (B)(6) 2018 the patient underwent laparoscopic hernia repair of right femoral hernia with placement of a bard 3d prosthesis (3dmax mesh). Clinical summary: "this patient has a history of recurrent left inguinal hernia repair. She recently presented with pain. Clinical examination revealed a femoral hernia. After a lengthy discussion with the patient and her family, a decision was made to proceed with surgery given the high risk of complications and the patient's symptoms. Procedure performed: patient under general anaesthesia, in the supine position. Standard scrubbing and draping. Peri-umbilical incision, pre-peritoneal dissection unsuccessful due to the fragility of the parietal peritoneum. Decision to use a transabdominal approach to insert the prosthesis. Incision of the parietal peritoneum from the right inguinal region. Dissection of the peritoneum in relation to the vascular elements. Excision of the hernial lipoma. No indirect hernia. Very tight adhesions were noted around the round ligament, probably related to the patient's history of caesarean section. Placement of a 3d prosthesis; peritonisation and haemostasis control. The patient was admitted for laparoscopic repair of right inguinal hernia from (B)(6) 2018 to (B)(6) 2018. The patient was discharged on (B)(6) 2018 and the post-operative follow-up was uneventful. Current patient status: follow-up at pain management centre (unsuccessful trial of qutenza patch) use of versatis patches analgesics psychological follow-up use of peristeen and laxatives antihistamines anxiolytics and sleeping pills. Current patient status: follow-up at pain management centre (unsuccessful trial of qutenza patch) use of versatis patches analgesics psychological follow-up use of peristeen and laxatives antihistamines anxiolytics and sleeping pills actions taken at the healthcare facility for the patient's care: nr.